Manufacturer narrative:
(B)(4). This is a combined initial & final report. During the risk assessment it was establish that this product was reportable following a full assessment of the products and the event. Report source, foreign - (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00829-3, 3002806535-2019-00830-3, 3002806535-2019-00831-3. Postal code: (B)(6). Products have been returned to biomet (B)(4) ltd for evaluation and forwarded to a research engineer for investigation. A nottingham shoulder replacement was revised due to metalosis bursa on skin of shoulder after a maximum period of 15 years and 8 months in vivo. The glenoid tray was severely worn due to articulation against the humeral head, which led to the reported issue of metallosis. The available relevant manufacturing history records indicate that the item was manufactured and sterilised in accordance with the applicable specifications. It is not possible to determine the cause of implant failure that led to metallosis in this instance without provision of further information such as postprimary and pre-revision radiographs, surgical notes and patient information (age, activity levels). The available mhr reviews indicates that the product was most likely conforming to design specification when it left zimmer biomet control, however it is not possible to confirm the root cause of the revision with the information available. Risk assessment: risk management report documents the estimated residual risk associated with the reported event. Failure analysis report concludes: a nottingham shoulder replacement was revised due to metalosis bursa on skin of shoulder after a maximum period of 15 years and 8 months in vivo. The glenoid tray has severely worn due to articulation against the humeral head, which led to the reported issue of metallosis. It is not possible to determine the cause of implant failure that led to metallosis in this instance without provision of further information such as post-primary and pre-revision radiographs, surgical notes and patient information (age, activity levels). The reported event states revision due to implant wear and metallosis. The outcome of this complaint (premature revision) has a severity of 3 which is in line with the risk file. No sales have been recorded since 2016. Therefore, since sales data cannot be acquired, an occurrence calculation cannot be performed. The nottingham shoulder prosthesis is no longer commercially available. The product was withdrawn from the market in july, 2009 as it was no longer commercially viable to continue manufacturing and marketing the product. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported by the hospital that a patient underwent revision due to implant wear. It was noted the humeral head had worn through the poly on the metal back glenoid and had also worn part of the metal baseplate. It was further reported that the patient presented with metalosis bursa on skin of shoulder.